Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a lithotripter basket was used to crush a 1 cm size stone but failed. Attempts to detach the tip failed causing the basket together with the entrapped stone to be stuck inside common bile duct. An alliance handle was used in conjunction with the lithotripter basket to crush and release the stone from the basket. A pop was heard and they thought the tip detached however, the stone was unable to be crushed and the tip failed to detach, a sohendra device was then used to retry crushing the stone and detach the tip but failed. The basket with the entrapped stone was left inside the patient. The patient ampulla was then dilated and a balloon was used to retrieve the trapezoid basket. Additionally, there was no issue with the alliance handle. There was no issues noted with the trapezoid basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of tip failed to detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A visual evaluation of the device found that the wire basket assembly has been removed from the coil assembly and the pullwire was bent in several places. Additionally, the side car-rx presented push back out of specification. The basket wires were bent and the tip was intact with no visible deformation. Dried contrast filled the inner diameter of the end cap. An examination of the coil assembly found the outer sheath to be torn, buckled and pushed apart from the distal heat shrink. The pull wire was cut apart from the wire basket crimp and the surface of the pull wire presented several nicks. Further evaluation found the pullwire to have failed and broken from the distal the end of the handle cannula. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting exposing the wire and handle cannula. When the handle cannula was extended, the pullwire was found to be broken near the distal end of the handle cannula. The end of the fractured pull wire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. The material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The evaluation concluded that although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Although, the directions for use (dfu) outline the steps to remove the device if the tip fails to detach, the use of the sohendra lithotripsy system is optional. Therefore, the most probable root cause is "operational context". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database found one similar complaint that exists for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a lithotripter basket was used to crush a 1 cm size stone but failed. Attempts to detach the tip failed causing the basket together with the entrapped stone to be stuck inside common bile duct. An alliance handle was used in conjunction with the lithotripter basket to crush and release the stone from the basket. A pop was heard and they thought the tip detached however, the stone was unable to be crushed and the tip failed to detach, a sohendra device was then used to retry crushing the stone and detach the tip but failed. The basket with the entrapped stone was left inside the patient. The patient ampulla was then dilated and a balloon was used to retrieve the trapezoid basket. Additionally, there was no issue with the alliance handle. There was no issues noted with the trapezoid basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Correction on the event description: patient was sent to a tertiary hospital to surgically remove the basket that was left inside the patient's common bile duct.